Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by a nurse, who indicated that in the surgeon¿s opinion, the event was caused by non-adaptation to the multifocal lens. The patient¿s issues have resolved and the prognosis is good. Iol was exchanged for a different lens model and a half a diopter difference of power.

Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision the iol was exchanged for another iol seven weeks later. Additional information has been requested.